Manufacturer narrative:
The cardiosave intra aortic balloon pump (iabp) had an issue regarding the "instability to calibrate the fiber optic sensor". On december 26th an iab complaint which was being reported by beijing chuiyangliu hospital on the national medical device adverse event monitoring information system. Than on 27th fse had contacted an engineer lu yuan from beijing chuiyangliu hospital and informed them by phone that on july 27th, 2023 , the hospital's cardiosave encountered "instability to calibrate the fiber optic sensor" approximately 3-4 hours after using a fiber optic balloon. The hospital engineer disconnected the fiber optic plug and cleaned it, reinstalled it, and the fault was eliminated. During this process , the hospital engineer did not contact or communicate with our engineer , and the machine worked normally. The hospital engineer believes that the malfunction of the machine has been eliminated and there is no need for our personnel to investigate. There was no other information received. The investigation shall be closed, if any new information received the complaint will be reopened and update it. H3 other text : customer handled the issue

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported in the chinese national medical device adverse event monitoring information system that there was a cardiosave intra-aortic balloon pump (iabp) complaint. The facility was contacted and it was reported that the iabp encountered "inability to calibrate the fiber optic sensor" approximately 3-4 hours after using a fiber optic balloon. The hospital engineer disconnected the fiber optic plug and cleaned it, reinstalled it, and the fault was eliminated. There was no personal injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b3,b4,g3,g6,h2,h6,h10.